Event description:
Per the clinic, the patient developed an infection at the implant site and subsequently was treated with oral and topical antibiotics. However, the issue did not resolve. The device was explanted on (B)(6) 2025. The patient was re-implanted with another cochlear device (specific date not reported).

Manufacturer narrative:
Device analysis report attached.